Event description:
It was reported via repair work order that the litter was tilted due to bent jack tips. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.